Event description:
On 02/18/1999, the facility's team leader informed the manufacturer's (MFR.) Sales representative of the following: the catheter extension were noted to have microscopic holes. No further details were provided.